Event description:
Revision of patella - patient presented with anterior knee pain, bone scan indicated some uptake around the lateral facet. Upon opening the knee the patella was well fixed, the lateral facet had some soft tissue between the patella component and bone (likely due to either under resection at time of primary surgery or the result of bone resorption and fibrous tissue formation over time). Surgeon removed the patella component and replaced with a new one. Original surgery completed in 2020 - right total knee replacement - attune size 38 medialised dome patella. Doi: 2020, dor: on (B)(6) 2023, right knee.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.